Event description:
It was reported that there were chronic high pacing thresholds in the left ventricular (lv) lead. The lead was capped and replaced with a lv epicardial lead per the physician's medical judgment. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.